Event description:
It was reported that the user was unable to inflate the balloon.

Manufacturer narrative:
Per additional information obtained from the evaluation of the sample, bard medical/bd has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user was unable to inflate the balloon.